Event description:
The patient underwent a radiofrequency cardiac ablation procedure to treat their atrial fibrillation on (B)(6) 2023. The patient was placed under general anesthesia at 10:48am on (B)(6) 2023 with propofol and sevoflurane and was intubated with a standard endotracheal tube. The ensoetm was placed without difficulty shortly after 11:00am, with no evidence of malfunction. Following placement of the ensoetm, intravascular access was obtained at 3 sites on the right femoral vein, and transeptal access was successfully performed. At approximately 11:30am, in preparation for left atrial mapping and ablating, the ventilation settings were changed from standard ventilation (12 breaths per minute with a tidal volume of 492ml) to high frequency low tidal volume ventilation (26 breaths per minute with a tidal volume of 223ml). Over the next 5 minutes, the patient's co2 level increased, and the patient's heart rate decreased, from approximately 90 beats per minute to below 33 beats per minute, indicating bradycardia. In response, intracardiac pacing was initiated, and 30 seconds of compressions were given while ephedrine was given and ventilation was reverted to standard settings, resulting in recovery of the patient's heart rate and blood pressure. No pericardial effusion was seen on intracardiac echocardiography. The case was subsequently cancelled, the patient was recovered from anesthesia, and a brain CT scan showed no evidence of embolic events. The patient recovered without sequelae, and the procedure was performed successfully the next day ((B)(6) 2023) without the use of high frequency low tidal volume ventilation and without the use of ensoetm.

Manufacturer narrative:
Based on the provided information, the cause of the patient's bradycardia cannot be conclusively determined. Potential factors that could have contributed to or caused this patient's bradycardia include: (1) general anesthetics, (2) the use of antihypertensive medication, (3) the use of high frequency low tidal volume (hfltv) ventilation, and (4) hypothermia. Based on the timeline of the events and patient temperature data collected during the procedure, it was determined the use of hfltv ventilation was most likely the primary trigger for the patient's bradycardia. However, it could not be conclusively determined that the ensoetm did not contribute to the patient's bradycardia by cooling the patient during the procedure.